Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a power source alert when charging the pump. The customer unsuccessfully attempted to charge using a different wall adapter. The customer's blood glucose level was not impacted. The customer was to use insulin injections to manage diabetes.